Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that it was not possible to fixate the impactor on proximal femoral nail anti-rotation blade. The surgeon could not implant the band and had to use another proximal femoral nail anti-rotation blade that was a little longer than desired. The issue with fixation was noticed prior to the procedure; no patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: material was received in the original packaging without damages. No non-conformance reports were generated during production. Review of the manufacturing work order showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The components were tested according to the specifications, and no deviations could be detected. The investigations shows the articles were manufactured according to the specification. Also the assembling was tested according to the drawing and passed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.